Event description:
Caller reported a malfunction on the pump but no notable events occurred prior to the issue. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer received assistance from the customer technical support to reset the pump, and the malfunction code did not recur after the reset. Customer was instructed to continue using the pump and to call back if any issues persist.